Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultra2 meter read inaccurately high compared to another meter (clinic meter). The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began 1 week prior to contacting lfs and that on (B)(6) 2022, they obtained blood glucose readings of ¿more than 400 mg/dl¿ with the subject meter compared to ¿83 mg/dl¿ on a clinic meter, performed within 30 minutes of each other. The patient stated that they manage their diabetes with insulin (unspecified type and dosage) and that on (B)(6) 2022, they started taking more insulin due to the alleged issue. The patient reported that on (B)(6) 2022, they began to ¿shake¿. In response to the symptom, the patient indicated they went to the urgent care clinic where their blood glucose measured ¿83 mg/dl¿ on the clinic meter. No additional treatment was specified. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and an approved sample site was used for testing. The cca noted the test strips associated with the complaint had expired. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after taking more insulin based on alleged inaccurate high results obtained with the subject meter.